Event description:
I have an allergan-inspira tsx prosthesis. I've been in poor health for 4 months and every day my condition worsens. I've had all kind of tests, they come out fine, but the MRI showed inflammation next to the armpits and around the breasts and two small cysts which causes me a lot of pain and heat? Inside the body, I get a lot of anxiety and crises, muscle pain, more than 15 symptoms that are worrying me and the worst is shortness of breath. I think the prosthesis is affecting my health. And I need help to take them out from my body as soon as possible. Reference report: mw5145013.